Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had small air bubbles at the time of call. The customer reported that there was a large air bubble after removing the reservoir. The customer's blood glucose was 380 mg/dl at the time of incident. The customer's blood glucose was 230 mg/dl at the time of call. The customer stated that they were able to remove the air bubbles during manual prime. The reservoir will not be returned for analysis.